Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
During a procedure for a panfacial fracture, as surgeon was tightening screws in the mandible, the tip of the cruciform screwdriver broke off. The tip was left in the head of the screw in the patient.